Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. An alert/notification settings issue was undetermined. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, around 330pm, the patient had increased urination at work but did not pay it any attention. Shortly after, the patient began experiencing dizziness, confusion, and a severe headache. The patient then collapsed, had a seizure, and lost consciousness. The patient¿s coworker treated the patient with oral glucose gel. After the patient regained consciousness, the patient¿s bg meter reading was taken and was 17 mg/dl while the cgm was reading low mg/dl. However, the patient had received no alerts from his dexcom mobile app alerting him to his hypoglycemic state. After 5 minutes, another bg meter test was taken and it was 40 mg/dl while the cgm was still reading low mg/dl. Around 4pm, the patient was taken to the ER. At the ER, the patient¿s bg meter reading was 40 mg/dl while the cgm was still reading low mg/dl. The patient was given orange juice and a dextrose injection. Once his glucose level stabilized, the patient was discharged and advised to eat a healthy meal to maintain a stable bg level. The patient was discharged from the ER after being there for less than 24 hours. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, further review of the data investigation was performed. The allegation was undetermined via data. Data logs indicated that estimated glucose values were in range prior to the device experiencing signal loss. During signal loss, the backfilled egvs dropped to low (under 40 mg/dl). When signal returned, the device experienced temporary sensor error under an hour. The probable cause was the transmitter and app were unable to complete a data transfer. No additional patient or event information is available.